Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. No information was provided regarding how the customer addressed bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.